Manufacturer narrative:
The bur was returned for evaluation, but as the bur could not be identified it was not possible to perform a device inspection against specifications on the piece of the bur that was returned. Based on review of the information provided in relation to this reported event, and the partial device inspection, the root cause of this event is undetermined.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.